Event description:
A medtronic representative reported an open spine clamp with teeth that did not align properly. This was identified in sterile processing. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic inspection of returned suspect device finds that as reported, the clamp face is bent to one side, not aligning with the base. Also, the retainer ring on the end of the adjustment screw is stretched due to overtightening allowing some play in the movement of the clamp face. There is debris in the screw threads, as well. Physical damage, deformation, directly caused the event.